Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial MDR. Information is updated in h3, h4, and h6 (investigation findings and conclusions). Correction is also made to b1, b2, h1, h6 (health effect - impact code). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. It was confirmed that the beak was cracked, and it was surmised that the beak cracked due to impact from being hit or dropped. Based on the results of investigation, it is assumed that the damage was thermally and mechanically induced based on the damage pattern. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cleaning/disinfection/sterilization) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sheath had a crack in the inner sheath sleeve, which fell off into the bladder. The fallen part was retrieved with forceps. The issue was observed during a therapeutic therapeutic turis-bt procedure, and was completed with a similar device. There were no reports of patient harm.